Manufacturer narrative:
This is a definitive report. This case was reported from a hospital to chinese authority, the chinese sale partner received it on (B)(6) 2025, and it was forwarded to manufacturer on (B)(6) 2025. The reporter did not provide any further information. The physician's causality assessment was determined as "probable". Company comment: manufacturer's causality assessment was determined as "probable" to our product; artz dispo, considering the time course of the events.

Event description:
(B)(6) 2025 - a 35-year-old male patient weighing 90kg came to the hospital for treatment due to joint effusion. After local anesthesia with 5 ml of lidocaine, the patient was successively given 2 ml of gentamicin sulfate injection, 1 ml of compound betamethasone injection, 2.5 ml of sodium hyaluronate injection for intra-articular perfusion. One minute later, the patient vomited and vomited the contents of the stomach, accompanied by numbness in the hands, feet and face, and profuse sweating. Immediately lie on his back to rest, inhale oxygen, measure blood pressure at 80/50 mmhg, and have sinus tachycardia at 112 beats per minute. Administer 5 ml of dexamethasone injection intravenously and 250 ml of 5% gluconic acid injection ivgtt. The patient was transferred to a higher-level hospital by 120. At the time of discharge, the blood pressure was 85/52 mmhg and the heart rate was 120 beats per minute. (B)(6) 2025 - the patient has returned to normal.